Event description:
The report stated that during a laparoscopic cholecystectomy there was an electrical arc that occurred during use of the mono-polar hook (a non-covidien product). The next day the pt went back into surgery for a problem to the liver. The pt was exhibiting symptoms of a bile leak and it was discovered that the liver was affected. The surgeon indicated that the electrical arc during the first surgery was what she believed necessitated the second surgery. The site reported that an electrical arc occurred again, during the second procedure, when again using a non-covidien hand piece. In the second procedure, where the arc also occurred, another forcefx generator was in use and it was in another operating room but with this same pt. No injury was reported with the second surgery. The customer used coag-dessicate-30w for the laparoscopic part of the procedure. Follow-up found that the pt was fine following the second surgery.

Manufacturer narrative:
The generator was returned to our service center in canada and tested. The eval found the generator operated to specification.